Event description:
It was reported that the large volume pump module gave error code of 242.4030. There was no patient involvement. The customer later added that the air-in-line was the cause for the error code. They replaced the air-in-line and the pump module was working.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an alarm error code - 242.4030 was not determined because no products or device logs were returned.